Event description:
It was reported that the duodenovideoscope had caught forceps elevator when it was lowered . The issue was identified during sedation, device inside patient. The endoscopic retrograde cholangiopancreatography (ercp) therapeutic procedure was successfully completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name -(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.